Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump pocket fill occurred on (B)(6) 2010. The pt was admitted, was "actually doing fine" and was discharged twelve hours later. A f/u report will be sent if additional info becomes available.